Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s device was not responding. It was also noted that there were no circumstances that led to the implant malfunctioning the battery had ¿diggen.¿ no steps were taken to resolve the depleted battery and implant malfunctioning. The patient reported that the depleted battery and implant malfunctioning has not been resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that their implant was malfunctioning and was now depleted in battery life, noting that it was a normal battery depletion. The patient stated that their incontinence came back and it was determined that their device malfunctioned. No further complications were reported or were expected. Additional information was received from a manufacturer representative (rep). The rep reported that they did a battery check per request by the healthcare professional (hcp) on (B)(6) 2017 and the battery life was low. It was indicated that the rep asked the office for notes on this patient visit but they were unavailable. No further complications were reported or were expected.